Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was new to target temperature management therapy. The water temperature was at 40c and a short time later it went down to 32.2c. Nurse felt this was too dramatic of a drop. Nurse also claimed the patient temperature dropped by 1c in the last thirty minutes. Mis had nurse swap the probes and nurse claimed the reading was exactly the same arctic sun rectal 35.6c, bedside esophageal was 34.5c. Patient temperature was 35.6c, target temperature was 36.7c, water temperature was 32.2c, flow rate was stopped, normothermia rate set at 0.25c per hour. Nurse stated filled the machine earlier. Mis had nurse send a screen shot of the graph which shows that the patient temperature and target temperature were trending together and after a short drop in water temperature the target temperature was changed then therapy was stopped. Mis recommended calling before making changes to the target. Nurse placed device in manual control and it quickly heated to 40c. Placed back in automatic mode and restarted therapy. Flow rate was settled at 2.6lpm. Nurse kept saying the machine was trying to cool patient. Mis kept trying to explain that rather than cool the patient the device was attempting to get the patient to target very slowly. Patient was 60kg with medium pads and warm blankets in place. Mis explained how bolus medication could cause a temporary drop in patient temperature. If nurse had not turned the device off the water temperature would have warmed to compensate for the potential drop in patient temperature. Nurse changed the normothermia rate to 0.5c/hour.

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable as the patient had completed therapy and the reported event was confirmed as user related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was new to target temperature management therapy. The water temperature was at 40c and a short time later it went down to 32.2c. Nurse felt this was too dramatic of a drop. Nurse also claimed the patient temperature dropped by 1c in the last thirty minutes. Mis had nurse swap the probes and nurse claimed the reading was exactly the same arctic sun rectal 35.6c, bedside esophageal was 34.5c. Patient temperature was 35.6c, target temperature was 36.7c, water temperature was 32.2c, flow rate was stopped, normothermia rate set at 0.25c per hour. Nurse stated filled the machine earlier. Mis had nurse send a screen shot of the graph which shows that the patient temperature and target temperature were trending together and after a short drop in water temperature the target temperature was changed then therapy was stopped. Mis recommended calling before making changes to the target. Nurse placed device in manual control and it quickly heated to 40c. Placed back in automatic mode and restarted therapy. Flow rate was settled at 2.6lpm. Nurse kept saying the machine was trying to cool patient. Mis kept trying to explain that rather than cool the patient the device was attempting to get the patient to target very slowly. Patient was 60kg with medium pads and warm blankets in place. Mis explained how bolus medication could cause a temporary drop in patient temperature. If nurse had not turned the device off the water temperature would have warmed to compensate for the potential drop in patient temperature. Nurse changed the normothermia rate to 0.5c/hour. Per customer via phone on 01dec2022, it was reported that the therapy was completed and there was no injury to the patient. The device did not go to biomed. Nurse unplugged the device to move it. Once plugged it back in, the device restarted therapy and started cooling the patient down. Nurse did not want the patient to be cooled down. Nurse had to manually warm the patient by switching the device to manual to hold the temperature. Nurse did call mis and told that the device was working as it should.